Manufacturer narrative:
Per the clinic, the patient also experienced an infection at the implant site.

Event description:
Per the clinic, the patient experienced pain at the magnet site and unable to wear the external device. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the issue resolved. The implanted device remains.